Event description:
It was reported that during a follow up in clinic, oversensing of noise and far field r-wave oversensing resulting in inappropriate automatic mode switch (ams) were noted on the right atrial (ra) lead provocative testing was performed and the noise and oversensing were unable to be reproduced. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.